Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "lymphadenopathy" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture, silicone migration, lymphadenopathy, and seroma-late.

Event description:
Healthcare professional reported " the presence of intracapsular rupture of the left breast implant","silicone within multiple enlarged left axillary lymph nodes", "lymphadenopathy in the axilla," "small volume of t2 hyperintense peri-implant fluid present," and "patient has experienced breast pain as well.¿ device has been explanted.

Event description:
Healthcare professional reported " the presence of intracapsular rupture of the left breast implant","silicone within multiple enlarged left axillary lymph nodes", "lympadeonopathy in the axilla," "small volume of t2 hyperintense peri-implant fluid present," and "patient has experienced breast pain as well.¿ device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.